Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly twice and pump time was changed. Tandem technical support assisted customer with resetting the pump. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 293 mg/dl.